Event description:
The manufacturer received information alleging a trilogy evo was not transmitting data. The device was not reported to be in use on a patient at the time of the occurrence. The trilogy evo ventilator was returned to the third-party service center for evaluation, and the customer¿s complaint was not confirmed. During the evaluation it was noted that error codes in relation to (power_vbus_dropped) and (hard_power_fail) were recorded in the device event log. The technician confirmed the device passed the evaluation as specified in the service manual. The connectors are in good condition, the cabinet is in good conditions, it is not necessary to replace batteries. The device did not present a specific failure mode and is in good condition. The device will be scrapped.